Event description:
It was reported that a patient underwent a total pelvic floor repair procedure on an unknown date. Upon examination in 2009, the patient was found to have an asymptomatic graft exposure. The exposure consisted of two areas on post-vaginal wall each approximately three millimeters in diameter towards the lateral fornix of the lower one third of the vagina.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.